Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. During troubleshooting with tandem technical support, the issue was resolved. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose ranged from 214-220 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.